Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the valve was damaged and air leaked. The damaged valve did not fall into the patient, so no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the duckbill detached from the housing. Please note that an investigation has been initiated to address the potential root cause of the duckbill out of position issues. The final quality release criteria were met before this batch was released for distribution.